Event description:
The customer reported a cartridge change error with their insulin pump, which was unable to load the cartridge successfully. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on inspecting and cleaning the pump, but the issue persisted. The customer had tried loading multiple cartridges from different lot numbers without success. Technical support arranged for a replacement pump to be sent and provided instructions for transferring settings and returning the faulty pump to avoid charges. The customer acknowledged the instructions and arranged to use alternate insulin delivery in the interim.